Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. The lead insulation was abraded at 3.3 cm to 4.3 cm from the connector pin which exposed the coil. The abrasion was consistent with exposure to constant friction with another implantable device. Reliability laboratory technician reliability laboratory technician st. Jude medical crmd reliability laboratory